Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 421 mg/dl. Customer also stated that the site was bleeding. Customer treated hyperglycemia with insulin pump. Customer declined trouble shooting for hyperglycemia. The insulin pump and reservoir will not be returned for analysis.